Manufacturer narrative:
Device evaluation summary: device evaluation of batteries sn (B)(4) and sn (B)(4) has been completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective batteries. Device manufacture date: (B)(4): 3/23/2017; (B)(4): 3/23/2017.

Event description:
A us distributor contacted zoll to report that a patient's batteries were unable to power on a monitor.